Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol 3dmax mesh and marlex mesh (bard flat mesh) on (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.